Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a hip replacement originally on (B)(6) this year, 3 weeks later the pinnacle gription cup liner disassociated from the cup. Patient has another surgery following that.